Event description:
It was reported that the catheter shaft was sliced. An angiojet solent omni catheter was selected for use during an arterial thrombus procedure. During preparation it was noted that the catheter was severed or sliced before the priming process was completed. The damage was a partial separation of the shaft of catheter. It is unknown what caused the damage. It seemed to have been packaged that way as it was noted upon visual inspection before priming. Another of the same catheter was used to complete the procedure. No patient complications were reported. The patient's status after the procedure was good. The device was received for analysis. The pump, effluent/supply line, shaft and tip were microscopically and visually inspected. The device appeared to not have been used, as the waste bag and the boot were new (not used) as no fluid was present and the waste bag was still folded. Inspection of the device revealed that there were numerous kinks throughout the shaft of the device. The spiral shaft was received separated and the hypotube was received kinked; however, when the device was disinfected the hypotube broken due to the kink. The separated shaft was 42cm distal of the strain relief and the kinked/broken hypotube was 42.5cm distal of the strain relief. The separated ends of the spiral shaft were jagged and damaged, indicating force was applied to the shaft during preparation. Inspection of the remainder of the device presented no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information.